Event description:
The patient was treated for an occlusion in the right mca with the penumbra system. The physician performed aspiration with the separator 032 along the reperfusion catheter 032. The separator 032 kinked during the aspiration in the right mca. The separator 032 then broke after physician continued aspiration for a while. The physician withdrew the separator 032 with the reperfusion catheter 032 and finished the procedure.

Manufacturer narrative:
This product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.